Event description:
It was reported that the right ventricular lead had a low impedance measurement and a high threshold. During the lead revision it was noted that the lead had dislodged and appeared to have a nick in the outer insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the analysis results revealed that the outer insulation was breached/cut. The full lead was received for analysis. Further testing revealed the outer insulaton was melted, the proximal conductor had blood/body fluid (not obstructed), blood was in/on the helix/lobe mechanism, and there was apparant explant damage.